Manufacturer narrative:
The following sensor was reviewed and found outside of the tolerance for cm mean using an echocardiogram. The cause is inconclusive at this time and is under investigation. In a discussion with director clinical engineering on 08mar2024, it was confirmed that upon review by clinical engineering, the root cause cannot be conclusively determined. We advise consideration of physiologic, time, and environment changes when comparing the hospital system and patient electronic system. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 36.0, 36.4, and 36.3 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2024 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 12.9 mmhg. Accurate readings were observed under the manufacturer's patient care network database.